Event description:
It was reported that during an ultra low anterior resection procedure, upon releasing the device, both ends of the bowel opened up. The device had transected the bowel, but had not delivered any staples. The surgeon closed the rectum with vicryl sutures before anastomosing the bowel with a device of a different product code. He then performed a covering loop ileostomy.